Manufacturer narrative:
A ge oec service rep investigated the issue and found, by system testing the connections and pcbs of the workstation needed to be re-seated and this restored function. The system was tested, found to be rating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system had image quality issues. Blank monitor and maximum technical factors with no image display.